Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Analysis of the returned connector portion of the lead found an insulation abrasion at 6.0-6.5 cm from the connector pin due to friction to the can. Analysis of the returned distal tip electrode portion found an insulation abrasion at 6.1 - 12.1 cm from the distal tip due to friction to another device and at 18.3-19.6 cm due to friction to the can.